Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer stated that alarm occurred right after no delivery alarm. The customer's blood glucose was 360 mg/dl. Customer was treated with pen. The customer was advised that the devised would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.